Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touch screen was shattered, unresponsive and not functional. The customer's blood glucose was not impacted. Customer confirmed that an alternate method of insulin delivery was available.